Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The high-resolution stereo viewer (hrsv) was returned for failure analysis and the reported failure was replicated. The monitor was installed on the right side of the pca test system. Upon power up the system booted up and the right eye monitor was dead. No images were being shown on the right eye of the surgeon side console (ssc).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the black eye on the surgeon side console (ssc). Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer called the technical support engineer (tse) and reported that the right eye on the surgeon side console (ssc) did not have an image and was completely dark. The system was a dual console, and surgery was ongoing using the second ssc which had no issues. The customer informed that troubleshooting was not possible due to the ongoing surgery. The customer stated the issue had occurred before with the left ocular and was reported, but tse did not find any related records. The tse checked live logs, but no related errors were found. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Annex c code c02 has been corrected to c0201 based on failure analysis findings.

Event description:
Refer to h10/h11 for follow-up information.